Manufacturer narrative:
The customer's instrument logs were reviewed for the samples tested in (B)(6) 2018. This review did not identify conclusive information to indicate an instrument or sample integrity issue occurred. A review of ticket trending data for the architect stat troponin-I assay was performed. The review did not identify any adverse trends or non-statistical trends that indicate a product issue related to patient results. A ticket review was completed for the likely cause lot number 28393un17; the review concluded normal complaint activity for the issue under review. In addition, a device history record review was performed on lot 28393un17, which did not show any potential non-conformances, deviations, or non-conformances. To further investigate the customer's issue, the historical performance of reagent lot 28393un17 was evaluated using world wide data. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 28393un17 is within the established control limits. Therefore, no unusual reagent lot performance was identified for lot 28393un17. Labeling was also reviewed and adequately addresses the complaint issue. Use error may have contributed to the customer's falsely elevated result since the original test and a retest of the second sample gave the expected negative result, indicating a possible sample integrity/handling issue. No product deficiency was identified.

Event description:
The account generated a false positive architect stat troponin-I of 0.429 ug/l with sample (B)(6) at noon. The same sample repeated architect stat troponin-I negative. Initially, the patient was architect stat troponin-I negative at 9:00 am. No impact to patient management was reported.